Event description:
It was reported that one day post implant, the right atrial (ra) lead exhibited an increase in thresholds. An x-ray was performed which confirmed a dislodgement. The lead was disconnected from the device and repositioned. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.